Event description:
Soon after the primary surgery, the patient developed an infection which continued throughout the time the components were in the patient. Although the patient was treated with antibiotics the surgeon could reach no conclusion as to the cause of the infection. (B)(6) 2010, one of the rods pulled out of the set screw. No action was taken at that time. (B)(6) 2012, the patient was revised (note the agent was not informed about this revision until the 2nd revision took place). The surgeon added a side by side rod to the illac screw. (B)(6) 2012, the cross connecting rod (joined to iliac screw) came out of screw. The patient was opened and found to have an infection. The site was treated with betadine and left open. A few days later the entire construct was revised from a stainless steel system to a titanium system. The construct was not extended during the revision. Only the short cross connecting rod is being returned for evaluation. The patient has done very well since the 2nd revision surgery.

Manufacturer narrative:
Device evaluation anticipated but has not yet begun. Upon completion of the investigation, a follow up report will be submitted.